Manufacturer narrative:
The device was returned to olympus. Additional defects found include: no data on the ID chip, leak at the valve, no image due to plug defect, play at the control knob, minor scratches on the unit, adhesive peeling, and device water invasion. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.

Event description:
The customer reported to olympus that the evis exera lll colonovideoscope is displaying a scope communication error e315. The date of event is unknown and attempts to retrieve additional information from the customer are in progress. The event occurred during preparation for use. There were no reports of death, harm or injuries related to this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to the initial medwatch. Additionally, the customer stated it was an unspecified diagnostic procedure. The device was switched out to continue the procedure with no further sequelae. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, the reported event is likely due physical stress or the like, leakage occurred, water invaded the device and electrical components were broken. The event can be detected/prevented by following the instructions for use which state: inspection of the endoscopic image: perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk. Inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. Users can reduce/prevent the suggested event by handling the device in accordance with the following IFU. Do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor field performance for this device.